Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: brand name. The event was confirmed with operative notes received. Op notes confirm that during the revision the tines of locking ring not mobile. Osteotome used to remove liner, during removal of liner, small metal bridge over locking ring snapped off. Did not explant the shell. Locking ring removed and replaced. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the tip of one side of the locking ring is missing. The side that is not missing has severe damage to it. As stated in the complaint description, an osteotome was used to remove the liner. There are no item and lot numbers etched on the ring. The locking rings are issued to the shells. The shell remains implanted. DHR was reviewed and no discrepancies related to the reported event were found. The complaint is confirmed based on the evaluation of the provided medical records. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04224.

Event description:
It was reported that during a revision procedure, the locking ring was not mobile. Osteotome was used to remove the liner and in the process, the metal bridge over the locking ring broke. Attempts have been made and additional information on the reported event is unavailable at this time.